Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the reported clinical observation as the lead body was slightly kinked approximately 15.2 to 17.5 centimeters from the terminal pin. Additionally, the anode coil was slightly shifted and fractured approximately seventeen centimeters from the terminal pin. Microscopic visual inspection identified the suture sleeve was likely tied down on the lead body at the location of the observed kink. Resistance testing was performed and confirmed the lead was not electrically continuous. Detailed analysis of the fracture site determined the conductor coil fracture was consistent with fatigue due to surface imperfection. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead exhibited noise, loss of capture and high pacing impedance measurements. A revision procedure was performed and visual inspection of the lead identified a kink in the lead body. The lead was removed from service and replaced. No additional adverse patient effects were reported.